Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and intexen was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to uterovaginal prolapse and stress urinary incontinence with concurrent total vaginal hysterectomy. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia. It was further reported that the patient underwent revision of mesh, rectocele repair with mesh and enterocele repair with mesh on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.